Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max). A non-penumbra microcatheter and a non-penumbra stent retriever. During the procedure, the physician positioned that neuron max within the common carotid artery. Next, the physician experienced resistance while advancing the microcather and the stent retriever through the jet7 to the face of the clot. Then, after successfully completing one pass, the physician decided to retract the jet7 to reposition it but experienced resistance while retracting. During the retraction of the jet7, the physician noticed that the tip of the jet7 no longer retracted. Subsequently, the jet7 split into two pieces, with the distal half remaining inside the internal carotid artery (ica); therefore, a snare device was used to successfully remove it from the patient. The procedure was completed using a new jet7, new solitaire and the same neuron max. There was no report of an adverse effect to the patient.